Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedance, a high number of short v-v intervals, noise and oversensing. The rv lead also has a possible fracture on the pase/sense portion of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.